Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 the patient underwent a revision surgery due to an implant failure. The patient had pain and swelling for an extended period following the implant. The patient had a fibulink syndesmosis repair implant that failed and had to be replaced. The original surgery took place on (B)(6) 2020. This report is for one (1) fibulink syndesmosis repair kit/ss. This is report 1 of 1 for (B)(4).